Event description:
It was reported by the aci clinical specialist (cs) who was present at the case that a male patient in his 60s underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedure femoral angiogram showed no evidence of peripheral vascular disease (pvd) at the vicinity of the arteriotomy. Following the procedure, the radiology technologist (rt) who is a trained user of the mynx, used the device to close the access site. There were no complications reported during the procedure, however immediately post close, a hematoma measuring over 7 cm formed at the access site. Manual compression was applied at the access site for 20 minutes. The hematoma was resolved and hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1119402) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.